Event description:
This device was replaced because it is at eri indication. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 17 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The programmed parameters were inspected. It was noted, that the ventricular anti-bradycardia pacing was temporarily programmed to 7.0 v for 1.5 ms. And this represents a high current program, draining the battery. The ICD was implanted for 31 months; 17 charging cycles were documented in the ICD's memory. Taking the high current program for the anti-bradycardia pacing into account, the battery condition was found to be anticipated. In summary, the ICD proved to be fully functional. The battery status eri was anticipated.